Manufacturer narrative:
(B)(6). Date of report: 12nov2020.

Event description:
It was reported that the when attempting to change the patient from high flow therapy to continuous positive airway pressure (CPAP) the ventilator would not go into standby mode. It was reported that the patient was without oxygen for 2 minutes which resulted in dropping of saturations to 88%. No patient harm has been reported. Additional information has been requested.